Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing inside body after removing the sensor. Customer's blood glucose level was 6 mmol/l at the time of incident. Customer also state that sensor was not working properly. Troubleshooting was done. Product will not return for analysis.